Manufacturer narrative:
Concomitant medical products: product ID: 977a260, serial#: (B)(4), implanted: (B)(6) 2014, product type: lead. Product ID: 977a260, serial#: (B)(4), implanted: (B)(6) 2014, product type: lead. Other relevant device(s) are: product ID: 977a260, serial/lot #: (B)(4), ubd: 23-apr-2018, UDI#: (B)(4). Product ID: 977a260, serial/lot #: (B)(4), ubd: 23-apr-2018, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for non-malignant pain and failed back surgery syndrome. It was reported that the patient couldn't feel stimulation on the right side and they were having the same effect as before. The patient said they were "not getting shock on the right side, only on the left side" and their healthcare professional (hcp) said something maybe loose or need recharging or reprogrammed. The patient was directed to follow up with their hcp. It was further reported that the patient had an x-ray and found that a lead had detached from the spine. The patient had scheduled an appointment with their hcp for (B)(6) 2020. No further complications were reported/anticipated.